Manufacturer narrative:
The device was sent to the stryker depot for testing. The depot technician evaluated the device and verified the reported issue. The depot technician replaced the system controller printed circuit board (sc pcb) to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a faulty sc pcb.

Event description:
The customer contacted stryker to report that their device powers on with a blank screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.